Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient suffered a stroke on (B)(6) 2021. The patient was extubated and presented with left facial droop, left arm weakness and dysarthria. The stroke type was likely a small infarct in the right cerebral hemisphere however no acute abnormality seen on computed tomography (CT) scan. At the time of the event the patient was on aspirin (asa). The patient remained in "patient" as of (B)(6) 2021 with intensive care unit (ICU) status. A follow up CT scan was pending. No additional information provided.